Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention. Reportedly, the device became stuck in the patient and would not move after closing the footplate. The guide separated yet was intact with the actuator wire. The nick and spread was widened using forceps to remove the device. Surgical suturing achieved hemostasis. There was a clinically significant delay and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The reported subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.